Event description:
It was reported that the ivus catheter broke on guidewire as the physician tried to get the ivus catheter off the guidewire. The tip of the ivus catheter separated when being removed from the pt's body. Here was no delay or prolonging of procedure due to this event, and the procedure was completed as expected. There was no pt injury and no adverse events reported.

Manufacturer narrative:
(B)(4). The ivus catheter was returned to the manufacturer for evaluation. Upon receipt, it was observed the returned catheter was separated into 2-pieces, and the separation occurred in the catheter's tip, distal to the scanner passed the adhesive transition area. A dent was observed around the polyimide proximal area of the separated tip as well as damaged in accordion shape was observed at the distal end. In addition, a score-mark was noted at the end of the distal tip. All components were observed to present during investigation. From the condition of the returned device along with the description of the reported event, it is reasonably to suggest that the guidewire became entangled with the catheter. It appears that sufficient force may have applied in an attempt to remove the wire from the catheter. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. The IFU precautions for this device states: protect the catheter tip from impact and excessive force. Do not advance the guidewire against significant resistance. If binding occurs between the catheter and the guide wire while inside the pt, carefully remove both the wire and catheter and do not use. If binding occurs outside of the pt, remove the catheter and do not use. No further action is required.